Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: one 6.6 fr broviac catheter was returned for investigation of an aspiration complaint due to a catheter kink. It appears that the catheter length had not been modified. The catheter extended 58.7 cm from the distal end of the cuff. Evidence of use was observed on the catheter. Blood residue was observed on the cuff and the catheter had been clamped in the ¿clamp here¿ region. A functional test revealed that the catheter was patent to infusion, but a spraying leak was identified 3.5 cm distal to the cuff. An l-shaped split was found in the tubing, which exposed the inner lumen. The breach in the tubing allowed air to enter the catheter during aspiration. The leak was never reported by the complainant; therefore, it is possible that the breach was created at the time of removal. When or how the device was damaged could not be determined. A lot history review (lhr) of huax0340 showed no other similar product complaint(s) from this lot number.

Event description:
Reported hole found in the tubing, leak found 3.5 cm distal to the cuff. No patient injury reported.